Event description:
It was reported that the bd ultra-fine¿ ii 1/2ml insulin syringe experienced device damage while still considered operable. The following information was provided by the initial reporter: the plunger rod (end) was cracked.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evalution ?: yes. D9: returned to manufacturer on: 11-apr-2022 h6: investigation summary customer returned (2) loose 1/2cc, 8mm syringes. Customer states that the plunger rod (end) was cracked. Both returned syringes were examined and one sample exhibited broken flanges. A device history review could not be completed as no batch number was provided. Bd was able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined, as the lot number is not available.

Event description:
It was reported that the bd ultra-fine¿ ii 1/2ml insulin syringe experienced device damage while still considered operable. The following information was provided by the initial reporter: the plunger rod (end) was cracked.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.